Event description:
It was reported that during a (B)(6) transmission, noise was noted. The patient was symptomatic stating she felt -earthquakes- during the alerts. The right ventricular lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.